Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter resulted in a complete opening. The pt's condition is good. This device remain implanted, therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event.